Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿computational fluid dynamics analysis of a new dissection specific stent graft with the aim to prevent distal stent graft induced new entry (dsine)¿ yoon wj, mani k, wanhainen a. Eur j vasc endovasc surg (2023) 66, 146e147 doi: 10.1016/j.ejvs.2023.04.004 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿ computational fluid dynamics analysis of a new dissection specific stent graft with the aim to prevent distal stent graft induced new entry (dsine)¿ the time frame of this study was over a three-year period. Valiant captivia stent grafts were implanted in the endovascular treatment of chronic type b aortic dissections on unknown dates. The following adverse events occurred: distal stent graft induced new entry (dsine) no further information was provided pertaining to medtronic products.